Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 50, blood glucose reading 168 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Bent sensor was also reported. Troubleshooting occurred. Advised sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings. Also found the cannula bent. Unable to confirm the customer received the sensor in said condition due to product being returned opened/used.